Event description:
It was reported that patient the right ventricle lead and right atrial lead were explanted and replaced for unknown reason. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was discovered that right ventricle lead and right atrial lead were dislodged. Both right atrial lead and right ventricle lead were explanted and replaced. The patient was in stable condition.